Event description:
It was reported that during an interventional stenting procedure in the right coronary artery, after a 4.0 x 15 mm non-abbott stent was deployed, the physician was using the nc trek 5.0 x 12 mm to attempt post dilatation when the device was pulled/advanced into the introducer sheath and broke in two pieces. There was no force or abnormal circumstances reported. The separated piece was able to be removed from the introducer sheath. Post dilatation was completed with another nc trek 5.0 x 8 mm device. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.